Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pfc*sigma tc3 fem left sz4 femur component; mbt revision cem tib tray sz 3 tibial tray; unknown bone cement; unknown knee tibial insert; unknown knee patella component; universal stem 75x14mm fluted stem component (x2); mbt tray sleeve por m/l 45mm tray metaphyseal sleeve component; universal fem slv ful por 46mm femoral sleeve component; sigma fem adapter 5 degree femoral adaptor.

Event description:
Explant of left mbt revision for infection. The taper on the femoral adaptor was also loose, most likely due to the fact that no bone was left supporting the tc3 femur. Patient consequence? :yes. Patient consequence description:infected left total knee revision. Action taken for procedure:explant of knee. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.